Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, several medications did not populate on the patients' 'due now' screen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the outdated repeat pattern code was no longer supported by the system. The technical support specialist resolved the issue by applying the fix documented in knowledge article (es serial number collection ka) and confirming with the customer that the setting could be retained or removed as desired. The system functioned as intended after the technical support specialist troubleshot the device.